Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6253709; medical device expiration date:01/31/2018; device manufacture date: 09/09/2016. Medical device lot #: 6253710; medical device expiration date:01/31/2018; device manufacture date: 09/09/2016. " results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were having erroneous results , no report of medical interventions or serious injury.